Manufacturer narrative:
The device was returned to zoll medical united kingdom; the malfunction was duplicated and attributed to the hv module. However the customer declined repair of the device. The hv module was not replaced to resolve the reported malfunction. The device was returned to the customer without being certified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.